Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, procedural factors (low positioning of the valve, and valve under-sizing) appears to have contributed to the paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure after deploying the valve there was moderate to severe paravalvular leak [pvl]. A second valve was deployed, however the pvl did not resolve requiring a third valve. The first valve was deployed under rapid ventricular pacing [rvp] resting in a 40:60 ventricular position with moderate to severe pvl and a more ventricular placement then desired. One additional cc of contrast solution was added to the atrion for post dilation of the valve. The follow-up echo/aortogram showed no improvement of the pvl so the team decided to prep another valve and delivery system. A second valve was prepped in normal fashion and deployed under rvp. The valve was positioned more aortic to the first however, during deployment the second valve shifted ventricular landing exactly where the first valve landed (40:60 ventricular). The tte/ao-gram still showed moderate to severe pvl. At this point the team discussed converting to savr but felt the surgery would be extremely high risk with a strong chance of mortality on the table. A third valve and delivery system was prepped and deployed. The patient left the room intubated but in stable condition. This is one of three reports being submitted for this case. This report is for the first valve.

Manufacturer narrative:
This is one of three reports being submitted for this event. Please reference related manufacturer report no. 2015691-2015-02491 and 2015691-2015-02492.